Event description:
It was reported to medtronic neurosurgery that the device was found to leak during the operation, and that it was replaced to complete the procedure. No adverse impact or injury to the pt was reported.

Manufacturer narrative:
During our investigation, medtronic neurosurgery receiving a report indicating that the leakage site was on the catheter component of the device. The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the mfg records showed no anomalies.